Manufacturer narrative:
The reported blood loss and arterial air alarms were attributed to flow issues with the patient's new catheter access. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Catheter access flow problems occurred at the start of a routine hemodialysis treatment. Air was visible in the arterial line triggering arterial air alarms when the operator reversed the vascular access lines. Treatment was ended without performing rinseback, resulting in an estimated 60cc blood loss. No medical intervention was required.